Event description:
Ous MDR - after an implantation time of about 15 months, oversensing was reported. The lead remains implanted as shock lead. An OEM pace/sense lead was additionally implanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegm's confirmed the presence of artefacts in the rv channel. These observations suggest the presence of a potential insulation damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.